Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert 38 during a supply change at the rewind step, with repeated failed restarts and rewinds and an abnormal sound, consistent with a mechanical problem; the device was shut down and the user utilized backup therapy and continued cgm monitoring via the dexcom app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a video of the event. Investigation of this case revealed a mechanical problem identified during the rewind step, consistent with a stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.